Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl "cannot be recharged." There was no patient involvement.